Event description:
It was reported that during a stent procedure, a patient death occurred. Access was obtained via the right femoral artery. The 90% stenosed de novo lesion was located in the tortuous mid left anterior descending (lad) artery. A non-bsc guide catheter and a kinetix guide wire were placed. The lesion was predilated using a 2.0x20mm apex balloon, inflated 3 times to 8-11atm for 30-48 seconds. The patient experienced chest pain which was treated medically. Angiography was performed. The physician attempted to deliver a 2.25x24mm ion stent, but was unable to cross the lesion. A second kinetix guide wire was inserted, but was unable to access the vessel. A non-bsc wire was inserted in to the diagonal and the second kinetix guide wire was reinserted into the septal of the lad. Further dilatation was performed using a 2.25x20mm nc quantum apex balloon, inflated in the distal portion of the mid lad to 12atm for 13 seconds. Angiography was performed, no chest pain, discomfort or other complaints. The non-bsc guide wire was removed and a 2.25x20mm ion stent was implanted in the mid lad, inflated to 13atm for 30 seconds. The patient began experiencing chest pain. CPR was initiated. The patient was defibrillated 3 times, a temporary pacer was placed. The patient was intubated, defibrillated twice, and an intracoronary balloon pump was placed. Lifeflight was called and the patient was defibrillated 9 additional times. CPR was stopped and the patient death was called. Medications given included: plavix, aspirin, angiomax, nitro, epinephrine, amiodarone, vasopressin, sodium bicarbonate, calcium chloride, and dopamine. It was reported that the non-bsc guide catheter dissected the left main artery which led to the patient's death. The cause of death is noted as 'cardiac'.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).